Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation

Event description:
User facility reported the tracheostomy tube was in use with a patient for 3 days when the device inflation line detached from the cuff. The user facility indicated that the cuff patency was tested prior to intubation, and no leaks were detected at that time. No adverse effects to patient reported.

Manufacturer narrative:
The reported sacett, suction above cuff tracheal tube was returned for investigation. The returned device was received for evaluation without its original packaging inside of a plastic bag. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and was observed that the inflation line detached of the tube. Root cause was determined to be related to the assembly process (bonding of the inflation line to the tube). The complaint was confirmed.